Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient had an increase in baseline pain and that these symptoms started following a fall. The location of the symptoms were reportedly in the lower back. It was further reported that the patient was not able to communicate with the implanted device and wondered "if they let it go too long without charging." It was also noted that they last recharged a couple of weeks prior to the report. It was further noted that the patient would typically recharge every couple of weeks. It was also reported that since the patient stopped feeling stimulation they have fallen on their back twice and were hospitalized for a week. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted the patient could not turn anything on.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).